Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into computer usb port. During troubleshooting, the customer was instructed to plug the pump into a power source for at least 30 minutes. Customer acknowledged. During a follow-up, it was reported that the issue had resolved. Customer's blood glucose level was not impacted.